Event description:
It was reported that the device would not cross and that after removal of the device from the patient the stent was noted to be damaged and had moved on the balloon. No patient effects were reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch the case description has been updated as follows: it was reported that the device would not cross and that after removal of the device from the patient the stent implant was noted to have flared struts and had completely shifted on the balloon. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described mildly tortuous with mild calcification, concentric and 90% stenosed, which likely contributed to the crossing difficulty. Furthermore, it is likely that interaction with the lesion contributed to the reported stent damage and movement of the stent on the balloon during retraction, as there was no stent damage reported prior to use. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. The reported failure to cross and subsequent stent damage and movement appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.